Event description:
The customer contacted baxter's technical service center to report an issue of disconnection while on home choice (hc) device during fill1 . The home patient (hp) stated the patient line became disconnected while he was moving around. The hp called the peritoneal dialysis registered nurse (pd rn) who told him to end therapy. The baxter technical representative (tsr) assisted the hp to end therapy. The hp will start over with new supplies. There was no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4).during investigation by baxter this incident was determined to be caused by use/user error and there was no allegation of a product malfunction. Therefore a batch review and sample evaluation will not be conducted. A follow-up MDR will be submitted if additional information is obtained.

Manufacturer narrative:
(B)(4). The reported issue was not confirmed. As a result, an assignable cause of the reported issue was undetermined.